Event description:
Complainant alleged that while attempting to monitor the heart rhythm of a pt, the electrodes were attached to the pt, and the associated defibrillator displayed "pads off" and "check pads" messages. Complainant indicated that the clinician obtained another set of electrodes to continue treating the pt. Complainant did not indicate that there was any adverse effect to the pt due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation, and this complaint is still under investigation.